Manufacturer narrative:
G4:09mar2021. B4:10mar2021. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The central processing unit assembly was returned for evaluation. No errors occurred during testing. Customer complaint cannot be verified. No errors occurred during testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
During the failure investigation of the central processing unit (cpu) returned error codes found in the log indicate serial peripheral interface bus(spi bus) failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.